Manufacturer narrative:
Device evaluation summary: a gap of 2.0mm (fail) was visible between the taper tip and the graft cover tip; specification is 0.5mm. There was no damage observed to the returned device. A 0.035-inch guidewire was loaded vis the taper tip and advanced through the device with no resistance encountered. The cuff was deployed with no issue noted. No device defect was found during analysis which would have contributed to the reported insertion difficulties. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, upon review of the final angiogram, the physician decided to extend the bifurcated stent graft proximally closer to the inferior renal based on the position the stent graft had been placed even though there was no type ia endoleak. It was reported the stent graft cuff etcf2828c49e was flushed successfully but when it was attempted to advance the device over the wire it was reported the wire would not come through the wire lumen of the delivery system. An attempt was made to flush the device again but the device could not be flushed, another stent graft cuff etcf3232c49e was used to complete the procedure without any issue. As per the physician, the cause of the event cannot be determined, no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that the device was flushed prior to loading onto the guide-wire and the flush exited the tip of the delivery system as normal. Heparinized saline solution was used to flush the guide-wire lumen. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.